Manufacturer narrative:
(B)(4). The insulin pump p-cap / reservoir locked properly in place. The insulin pump received with label damage and cracked reservoir tube lip. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No defects noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had issues with the transmitter. The customer also stated that the transmitter stopped working. Also the pump gave lost sensor alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.